Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, no delivery, displacement or verify the motion sensor test failure alarm due to the motor error alarms. The pump passed the idle current and run current tests. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. The customer stated that there are some motion sensor test failure alarms in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.